Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the atrial lp failed to be separated from the delivery catheter, and counterclockwise rotation of the catheter to release the device resulted in helix distension. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.